Event description:
Related manufacturer reference number 3006705815-2022-17190. It was reported that patient experienced ineffective therapy and pain at the ipg site. Reportedly, the ipg had migrated and flipped in the pocket. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.